Manufacturer narrative:
An event of moderate perivalvular leak was reported. A returned device assessment could not be performed as the device remained implanted was not returned for analysis. Field indicated that the valve was implanted at a depth of 7 mm, deeper than the optimal 0-5 mm depth. The field also indicated that there were no allegations of malfunction against the abbott device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm portico valve was implanted using a small flexnav delivery system (lot: 8583656) during a transcatheter aortic valve implantation. Balloon aortic valvuloplasty (bav) pre-dilatation was performed. The portico was implanted at 7mm on each side. The patient remained hemodynamically stable throughout the procedure, and there were no reported adverse patient effects. At the 30 day follow-up appointment, echocardiogram imaging showed a moderate perivalvular leak. The patient returned on (B)(6) 2023 for a balloon aortic valvuloplasty (bav) with a 23mm balloon which resolved the leak. The patient was reported as stable.